Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that alerts were triggered due to out of range shock impedances measurements. The device was interrogated at the hospital and values appeared out of range. It was noted when the accompanying data was reviewed with the respective download, all impedances show within range, yet are from dates previous to the date the alert was triggered. An inquiry regarding this phenomenon was needed and request from boston scientific technical services (ts) no adverse patient effects were reported. A request for further analysis was requested regarding why the out of range shock impedance measurements did now show up in the home monitoring system correctly. Boston scientific technical services (ts) noted that if there was a red alert the out of range measurements were not a false alert but due to the daily trend window timing, the daily measurements may have not been reported in the trend data for the day. Ts discussed confirming the history and the timestamp of any alert to confirm when the alert was triggered.